Event description:
It was reported that this device was explanted after it failed to interrogate. The patient experienced vt and external shocks were delivered. The device and lead were replaced.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This investigation is therefore based on the analysis of the ICD as well as the inspection of the returned data and the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance tests proved both devices functions to be as specified. As a next step the available data was inspected. The inspection revealed normal values of the pacing impedance. However, two out of range values of the shock impedance (below 25 ohms) were measured on (B)(6) 2021 and on (B)(6) 2021. Both events were reported as red alerts via the biotronik home monitoring system and were subsequently acknowledged. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis. The device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to the damage of the electronic module, the ICD could not be interrogated. Inconsistency with the results of the visual inspection, these damages clearly indicate an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. This is further supported by the low shock impedance values measured in (B)(6) 2021, indicating a damage of the high voltage conductor of the rv lead. There was no indication of a material or manufacturing problem of these devices. Should the lead become available for analysis, this report will be updated.